Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. Excessive vault was observed. Additional information has been requested but none has been forthcoming.